Event description:
Customer reported that the paramedics where called due to high blood glucose. Customer stated that she was transported to hospital and was hospitalized. The blood glucose reading at the time of hospitalization was over 500mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.